Manufacturer narrative:
Vyaire medical file indentification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: after peep set at 5cmh2o alarmed 'peep too high' (alarm 125) when it rose to 17cmh2o. No patient harm or injury.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation; therefore, a definitive root cause couldn't be determined. As a resolution, vyaire ts initiated life block replacement to resolve the issue.